Event description:
It was reported that 1 month following the implant of this transcatheter bioprosthetic valve, the patient's level of consciousness suddenly worsened. Subsequently, the patient was transported to the emergency department by ambulance and was admitted to the hospital as heart failure and sepsis were suspected. During hospitalization for sepsis due to urinary tract infection, the patient was administered antibiotics. The patient developed multiple organ failure including impaired consciousness, renal dysfunction, hepatic dysfunction, and disseminated intravascular coagulation (dic); however, the patient died due to sepsis. Per the physician, there was no causal relationship between the death and device or implant procedure.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d4. H4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.